Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600 mg/dl) and manual insulin injections were administered. Pump system check was performed and pump was found to be functioning as intended. Customer alleged the pump was the cause of the event and was a reoccurring issue. Recommendation was made for the customer to discuss the event with a healthcare provider.